Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the surgeon that there were 5-10 inaccuracy.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro). (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy during a t10 to pelvis fusion case. The site initially used reference frames and took three spins. They navigated the thoracic region with the first spin and had no issues. The site placed the hardware and then went to the lower part of the lumbar spin using the third spin. They placed the first screw in s2 and was accurate, then went to the other side and was inaccurate. The representative did two more spins for the lower and mid lumbar spin and they were accurate and finished up the case. Two confirmation spins were taken and everything was accurate. The site only had one spin that was unused. There was a 5-10 minute delay to the case and no impact on patient outcome.

Manufacturer narrative:
Additional information: updated with inaccuracy amount of 5-10 mm. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software and that the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the representative that it was 5-10 mm of inaccuracy.